Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii confirmed via ultrasound and MRI and "concern with the product". Patient later reported "rupture" and "pulling up and not in it's normal spot" confirmed via mammogram and ultrasound. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety product/procedure, rupture.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii confirmed via ultrasound and MRI and "exchange from textured to smooth due to concern with the product". Patient later reported "rupture" and "pulling up and not in it's normal spot" confirmed via mammogram and ultrasound. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
The device has been explanted and replaced.